Manufacturer narrative:
No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the surgeon was using a perc pin with the  reference frame. They took a spin and felt off right away, the surgeon noted that patient did cough under anesthesia and may have moved. They did another spin but removed the frame first and replaced it. They felt accurate after the second spin, but noticed that the reference frame was not quite flush in the front as it appeared to be in between settings. During the procedure it clicked into place in a setting and they were inaccurate again. The surgeon decided to switch to the air frame, did a third spin and everything was fine. 5-20 minute delay, the passive frame does not appear to be damaged but the surgeon has stated that he no longer trusts and thus will no longer use it.